Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage was noticed. The lesion was located in the proximal right coronary artery (rca). The phsyician attempted to implant a taxus liberte 4.00x28.0mm drug eluting stent, but was unable to cross the lesion due to extremely tortuous patient anatomy. The physician decided to remove the entire stent delivery system (sds) and after removal noticed that the stent edge was damaged. The physician successfully completed the procedure by implanting a medtronic endeavor 4.00x24.0mm drug eluting stent. There were no patient complications. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
Device has not been received for analysis as of the date of this report.